Manufacturer narrative:
Evaluation: results, conclusions: the devices in question will not be returned for evaluation. The lot numbers are not known. It should be noted that the stent is not indicated for post bariatric surgery. Two stents were used in this single event but complainant has not provided enough detail to distinguish two separate device events. Therefore, only this single report number will be filed for this event. A follow-up report will be submitted if more information becomes available.

Event description:
Two stents were placed in the pt post bariatric surgery. The pt had a leak. The stents were in the pt for five (5) weeks at which time the dr decided to remove them. At the time of removal, it was observed the coating had deteriorated and there was ingrowth. The dr decided to have them surgically removed.